Event description:
A healthcare professional reported capsular contracture baker grade ii-iii on the left side. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii-iii.

Event description:
Healthcare professional reported left side the events of ¿capsule is slightly scarred¿, ¿cc [capsular contracture] grade 2-3¿, ¿implant sat high¿, and ¿there was a double capsule¿. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Double capsule: unable to observe as it is a medical event that is not related to the device. Malposition: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side the events of ¿capsule is slightly scarred¿, ¿cc [capsular contracture] grade 2-3¿, ¿implant sat high¿, and ¿there was a double capsule¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Double capsule: unable to confirm as it is a medical event not related to the device. Malposition: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed.